Event description:
While trying to position the wavemax stent and pulling back on the device, the stent slid off of the balloon. At that moment, the physician elected to deploy the full stent in that area. A second stent was deployed with success in the originally targeted area. The patient was fine.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.